Event description:
It was reported that two signal artifact monitor (sam) episodes were stored on this pacemaker. One episode had minute ventilation (mv) artifact, and the other had noise on the right atrial (ra) lead channel. Impedances on the ra and right ventricular (rv) lead were over 3000 ohms. Noise oversensing was also noted, with pacing inhibition, however no asystole was present. Lead under insertion is suspected, however cause is not yet confirmed. In-clinic follow-up is expected for troubleshooting. This pacemaker system remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that two signal artifact monitor (sam) episodes were stored on this pacemaker. One episode had minute ventilation (mv) artifact, and the other had noise on the right atrial (ra) lead channel. Impedances on the ra and right ventricular (rv) lead were over 3000 ohms. Noise oversensing was also noted, with pacing inhibition, however no asystole was present. Lead under insertion is suspected, however cause is not yet confirmed. In-clinic follow-up is expected for troubleshooting. This pacemaker system remains in-service at this time. No adverse patient effects were reported.